Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited high voltage impedance values exceeding the upper limit. Programming changes were made. There were no patient consequences or adverse effects. Patient will continue to be monitored.